Event description:
The user experienced magnesium imprecision and received a questionable result for one patient sample from the cobas c501 analyzer (B)(4). The initial result was 3.91 mg/dl and was reported outside the laboratory. The sample was repeated on an integra 800 analyzer and the result was 2.0 mg/dl. The patient was not adversely affected as a corrected report was sent immediately. Upon evaluation of the analyzer, the field service representative determined there was a fluidic system failure due to the gear pump pressure being misadjusted which caused the dispense volumes of the sample and reagent probes to be low. He adjusted the gear pump pressure. To verify the analyzer operation, the user ran quality control with results within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.